Event description:
This is a spontaneous case report received from a medical doctor in united states on 19-sep-2016 which refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted on an unspecified date with lot number d13377 for permanent sterilization. It was reported that essure broke during placement; essure was not inserted. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted for permanent sterilization but essure broke during placement. Essure was not inserted. Device breakage is unlisted in the reference safety information for essure. Considering that there is a risk of device breakage and since there is no alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4), lot number: d13377, expiration date: 28-sep-2017, manufacturing date: 23-sep-2014. Since products were returned to us for this complaint, we were able to conduct an investigation of the returned products. System 1: visual inspection was performed and it was confirmed that all components are present, IFU steps were not initiated. The micro-insert was still attached and deployed from the system, the micro-insert was observed broken in the ball tip section. The inner coil was not available in the insert. System2: visual inspection was performed and it was confirmed that all components are present, IFU steps were not initiated. No damage was presented in the delivery catheter. The micro-insert was still attached and un-deployed from the system. The micro-insert was found stretched and bent. As part of the investigation process, IFU steps were completed by rqu and it was confirmed that micro-insert was deployed and detached without any inconvenience with the damage included. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 4-jan-2017: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted for permanent sterilization but essure broke during placement. Essure was not inserted. Device breakage is anticipated according to the product technical analysis. Considering that there is a risk of device breakage and since there is no alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Follow up information was received on (B)(6) 2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: (B)(4). As of (B)(6) 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record (B)(4) (production date 23-sep-2014 and expiration date 28-sep-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) year-old female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted for permanent sterilization but essure broke during placement. Essure was not inserted. Device breakage is anticipated according to the product technical analysis. Considering that there is a risk of device breakage and since there is no alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. A quality defect or device malfunction could not be confirmed at this time. However, the possibility of having a technical issue involved in the complaint cannot be excluded. Further information has been requested.